Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had missing end cap sticker.

Manufacturer narrative:
The insulin pump received with prime alarms during basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with missing end cap sticker.

Event description:
The customer reported that the drive support cap was protruded. The blood glucose reading was 125mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.